Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in the emergency room with bradycardia. Upon interrogation, it was revealed that the patient's right ventricular lead was over-sensing noise resulting in pacing inhibition. The lead was extracted and replaced. Upon extraction, lead damage was noted proximal to the suture sleeve. The patient noted they suffered a blunt hit to the left chest which may have caused the damage. The patient was stable.